Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed in the right atrium (ra). The physician tried several times to implant, but the lead still failed. Patient was feverish. The lead was not implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.